Manufacturer narrative:
The reported event was confirmed as manufacturing related, since this part assembly occurred during manufacturing. Visual evaluation of the returned sample noted one opened (without original packaging), bile bag. The bag appeared to be assembled upside-down with the arrow pointed toward the wing cap instead of the t tube connector. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿directions for use: 1. Separate notches within circles. Put straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Insert connector into proximal (drainage) end of t-tube. 4. To empty bile bag, remove rubber cap at bottom. Important: hold green connector firmly while removing rubber cap. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the print on the bile bag appeared to have been assembled upside down.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the print on the bile bag appeared to have been assembled upside down.